Event description:
It was reported that a continuous glucose monitor displayed error notification and interfered with sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, followed guidance to perform complete pump reset, confirmed error did not recur, and successfully started new sensor session.